Manufacturer narrative:
The field service engineer (fse) noticed the leak coming from a split in the sample line at the differential mixing chamber. The fse replaced the sample line to resolve the leak and the error messages. The fse verified the repair as per established procedures and results met published specifications. (B)(4).

Event description:
The customer reported obtaining "differential pressure lower failed" error involving the coulter lh 780 hematology analyzer. A beckman coulter field service engineer (fse) was dispatched to the customer's site to evaluate the instrument and discovered an unknown volume of diluent and clenz leaked from the instrument. The fse indicated that the leak was not contained within the instrument. The fse was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.